Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy. The target lesion was located below the knee which was 99% of stenosis and mildly tortuous and moderately calcified. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at nominal pressure, the balloon immediately ruptured. The device was removed without any problem with no damages noted. The procedure was completed using a different device. No complications reported, and patient status was good.